Manufacturer narrative:
The hosp's emergency dept were unable to successfully resuscitate the pt, and he was pronounced dead shortly after arriving to the emergency dept. Facility's nurse mgr stated that the pt completed his dialysis treatment without complications. There was no change in the pt's vital signs or other indicators that led her to believe that the pt was in any distress during the treatment. In fact, she asserted that the treatment could not have gone any smoother. The pt was a male with a long-standing history of severe cardiac disease. Facility's nurse mgr was unable to provide treatment sheets as these were archived shortly after the pt's death. The cause of death on this pt was listed as myocardial infarction (mi) triggered by the valsalva maneuver while the pt was having a bowel movement. Facility's chief biomedical tech examined the machine and was unable to find anything wrong with it. He then placed it back into svc and it has since been used on other pts without any problems. Given that facility's chief biomedical tech inspected the machine and has been properly trained by gambro technical asst svs, a gambro technical svc (gts) rep was not dispatched to inspect this machine.